Manufacturer narrative:
Additional narrative: patient information unknown. (B)(4). Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a minimally invasive transforaminal lumbar interbody fusion (mis tlif) surgery was performed on (B)(6) 2017. During using the trial implants with two applicators, they began to pivot independently, whilst in the patient, without the surgeon turning the applicator knob as per technique guide. Then, when removing the trial implants, they broke, leaving the ball tip inside the applicator knob. The same happened both inner shafts, whilst hammering the implant into the patient. The ball tip was broken off inside the applicator knobs. The surgery was prolonged about 15 minutes whilst a competitor set was opened. There was no patient harm and the outcome was good. All broken off fragments were removed from the patient and the surgery was successfully completed. Concomitant reported parts: 2x applicator outer shaft (part 03.812.001 lot 8959881); 2x applicator knob (part 03.812.004 lot 9261316); 1x hammer (part and lot unknown). This is report 3 of 8 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The reporter confirmed that there is no allegation of deficiency against this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The reporter confirmed that there is no allegation of deficiency against this device.